Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited loss of capture, high capture thresholds, and high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was recovering after the procedure.